Event description:
It was reported that the excess length of the right ventricular lead had become loose within the implant pocket. The lead was irritating the skin on the inside of the pocket. The pocket was reopened and the lead was rewrapped and secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.